Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit meets all manufacturers¿ functional specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(6) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a surgical procedure of a tibial diaphysis fracture using an expert tibial nail, it was observed that the radiolucent drive device started making an abnormal sound. According to the report, when the surgeon attempted to drill for the third screw insertion at the distal screw hole, it was observed that the radiolucent drive device started making an abnormal sound and then stopped working. The device was in use with an adaptor device. It was reported that there was a ten minute delay due to the event. The reported stated that the surgeon eventually performed drilling with freehand locking technique to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.